Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display remained blank and unresponsive during a supply change, with no wake response despite proper charging and charger light confirmation, consistent with a device power/display failure and an unresponsive wake button. Symptoms included hyperglycemia with a reported peak blood glucose of 390 mg/dl, dry mouth, and a positive ketone test with small ketones. Outcomes included the use of back-up therapy, adherence to a ketone action plan, and no professional medical intervention or hospitalization. Investigation included technical troubleshooting over the phone and arrangements for device replacement with return of the affected unit for assessment. Investigation of the returned device revealed a probable failure of the user interface or power/display subsystem associated with the sleep/wake function, consistent with prior similar reports of unresponsive screens with proper charging. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display/wake interface.